Manufacturer narrative:
A bayer radiology service representative performed a system service check of the veris vital signs monitor on (B)(6) 2016 and found it to be operating within specification. Based on the limited information, we are unable to determine the root cause of the alleged incident this time. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
Bayer radiology was notified of an alleged burn that had occurred during an MRI scan while a patient was connected to a veris vital signs monitor. The customer would not disclose further details regarding this incident. The current status of the patient is unknown.